Event description:
The customer reported to olympus, during a diagnostic laparoscopic procedure, the visera 4k uhd camera control unit exhibited communication error e117. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding error e117 was confirmed due to a faulty motherboard. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. As a result of checking the monthly analysis report, there was no increase trend. The following statements were checked from otv-s400's instructions for use: ¿9.2 troubleshooting guide. Code: e117. Error message: tv error, possible cause: camera control unit malfunctions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the error message occurred due to a faulty motherboard. However, the specific root cause of faulty motherboard could not be determined at this time. Olympus will continue to monitor field performance for this device.